Event description:
It was reported that during detachment procedure, the proximal end of the subject coil delivery wire was found broken during use. The procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject coil delivery wire was seen to be kinked/bent in multiple areas and broken/fractured. The main coil was seen to be kinked/bent and stretched. The main coil was seen to be detached/separated from the delivery wire. Functional testing was not required as event was confirmed based on visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging and device was prepared for use as per the directions for use. Also, continuous flush was set up and maintained throughout the clinical procedure. The subject coil was returned for analysis, and it was noted that there were multiple anomalies found with the coil delivery wire, including kinking/bending, breaking/fracturing, and the main coil itself was also kinked/bent, stretched, and detached/separated from the delivery wire. The reported event was confirmed during analysis. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during detachment procedure, the proximal end of the subject coil delivery wire was found broken during use. The procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date added. D4 expiration date added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging and subject coil was prepared for use as per the directions for use. Also, continuous flush was set up and maintained throughout the clinical procedure thus, as the subject coil was not returned the probable reason could not be determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to as reported issue 'coil delivery wire broken/fractured during use'.

Event description:
It was reported that during detachment procedure, the proximal end of the subject coil delivery wire was found broken during use. The procedure was completed successfully. There were no clinical consequences to the patient.